Event description:
It was reported that a skin reaction occurred. On (B)(6) 2024, the patient experienced a skin reaction with dry skin, and scar, under the overlay patch. The skin reaction was treated with an unspecified over the counter cream or ointment. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).